Event description:
Procedure: wedge resection. According to the reporter: after loading the cartridge, the jaw was closed then inserted into the trocar. However, when trying to open the jaw, the jaw would open twice in a row. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).